Manufacturer narrative:
The customer¿s report of fluid infusing faster than expected was not confirmed. The log contained no entries for the reported event date/time of 2115 on (B)(6) 2017, however the log does show an event that occurred earlier that day at 2:08 pm that matches the reported event description. The log shows that at 2:08 pm on (B)(6) 2017, the user programmed a secondary infusion of metronidazole 500mg/100ml. The values for rate, vtbi and duration were prepopulated as 100ml/hr, 100ml and 1 hour. The infusion was started. Twenty-two minutes later at 2:30 pm, the user changed the vtbi to 1ml and started the infusion. The secondary infusion completed 1 minute later at 2:31 and the device transitioned to the primary infusion rate of 50 ml/hr. At 2:32 pm, the device was channeled off. The volume recorded as being infused during this period was 0.340ml for the primary infusion and 38.884ml for the secondary infusion. There were no alarms prior to changing the vtbi or when channeling off the device. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable sets were not returned for investigation. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that flagyl (500 mg/100 ml) was intended to infuse over an hour at 100 ml/hr, but ran faster than expected over 30 minutes. Gentamycin was also infusing via a different pump at the time of the event. There was no report of patient harm.